Event description:
It was reported that the full lead was explanted due to high impedance; pace/sense was greater than 2000 ohms and high voltage was not measureable. After extraction insulation damage could also be seen. No patient complications were reported as a result of this event.